Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test as a result of a loose drive support disk. Further testing could not be performed due to the error alarms. The device had missing end cap sticker.

Event description:
The customer reported that the insulin pump alarmed motor error during basal. Troubleshooting was performed. The caller also stated that the device alarmed an error again during rewind. Advised the father to use manual injections until the replacement of the insulin pump arrives. No further information was provided.